Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller ac adapter was not returned for evaluation. As a result, the reported event could not be confirmed. It was reported by the site that through troubleshooting, it was determined that the plug was disengaged. Based on the available information, the most likely root cause of the reported event can be attributed to a disengaged plug during use. Concomitant medical products: sesr01pacemaker implanted on (B)(6) 2006 and 5054-58 lead implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) ac adapter was not providing power. Through troubleshooting, it was determined that the plug was disengaged. The adapter was exchanged. No patient complications have been reported as a result of this event.